Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that the bd autoshield¿ duo pen needle 30g x 5mm (100 count) does not attach. The following information was provided by the initial reporter: consumer reported the non-patient end not attaching properly to the novo flex pen.

Event description:
It was reported that the bd autoshield¿ duo pen needle 30g x 5mm (100 count) does not attach. The following information was provided by the initial reporter: consumer reported the non-patient end not attaching properly to the novo flex pen.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.